Manufacturer narrative:
The insulin pump powered up properly after the battery was installed and no blank display was noted. The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The functional testing could not be completed due to the unresponsive button. The insulin pump had minor scratches on the display window, scratched case, cracked case at the display window corner, cracked battery tube threads, a scratched reservoir tube window and a cracked reservoir tube lip. The liquid crystal display circuit board had moisture damage.

Event description:
A nurse reported via phone call indicating that the customer jumped in the pool with their insulin pump. The customer experienced a diabetic seizure at 4:26 am. The customer was hospitalized on (B)(6) 2015. The customer was treated with sugar and IV drip. The customer's blood glucose rose to 200 mg/dl. The nurse stated that the insulin pump is dead with fluid under the lcd screen. The nurse was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.